Event description:
Customer reported the insulin pump alarmed no delivery. Customer did not have any more supplies suspended the device for 24 hours and reverted to back up plan. Customer's blood glucose was 243 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.